Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as fold flaw opening and observed missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed stress marks on the device. Observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and rupture. Device has been explanted.